Event description:
The pt was being seen for routine follow-up when it was noted his ICD was oversensing. The ICD had been noted to detect noise as tachyarrhthmia when electrogram was replayed. Surgery was performed and a break in the insulation was noted 5 to 10 cm from the pulse generator which was causing the oversensing. The lead was replaced during surgery. The pt had not experienced any problems as a result of this oversensing.